Event description:
It was observed that during the evaluation, the rhino-laryngo videoscope exhibited that the coating on the surface of the insertion tube had peeled off. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the coating on the surface of the insertion tube has peeled off. Based on the results of the investigation, the most probable causes are possibly due to some kind of stress such as damage or deterioration of parts. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.